Event description:
It was reported that the user received a pairing unsuccessful alert when attempting to pair a freestyle libre 3+ sensor with the ilet system, after which the agent guided a pump restart and sensor rescan, resulting in a normal warmup countdown. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor pairing functionality without escalation. Investigation included guided troubleshooting and education that instructed a device restart and reattempted sensor scan. Investigation of this case revealed that the pairing issue resolved after restart and rescanning, indicating a transient connectivity or initialization error with the sensor interface rather than a persistent hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction requiring standard troubleshooting to resolve a temporary communication fault.